Event description:
Patient reported to have undergone right partial knee arthroplasty on (B)(6) 2010. Patient alleged that radiographs taken on (B)(6) 2014 revealed dislocation of the polyethylene tibial bearing. There has been no reported revision to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states,"dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
This follow-up report is being filed to relay additional information regarding the date of the revision and the expiration date of the product, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone right partial knee arthroplasty on (B)(6) 2010. Patient alleged that radiographs taken on (B)(6) 2014 revealed disassociation of the polyethylene tibial bearing. Patient further reported that a revision procedure was performed on (B)(6) 2014 in which the partial knee components were removed and replaced with a competitor total knee system.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Product location unknown.